Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 09/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/30/2016 with the following findings: a review of the pump black box data revealed multiple, recurring pump reboots during a visual inspection of the pump, battery compartment cracks were observed at the threads and at the case seal. The returned battery cap was able to fully tighten to the pump. The battery cap contact height and width measurements were found to be within specification. The pump powered on and was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of an intermittent power issue was not duplicated during investigation.